Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted in the low 300's. The customer administered manual injections to address their bg. The customer allowed the battery to fully deplete on the pump. Upon turning the pump back on, the malfunction alarm was cleared and insulin delivery was able to be resumed.